Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: (B)(4). The caravel microcatheter was returned with the concomitant gaia next 3 guide wire. Tip separation was confirmed at the distal end of the shaft. Strands on the distal shaft were unwound due to locally accumulated torsion. The lumen at the broken end of the tip was reduced in size by braids and inner polymer jacket that were gathered towards the center of the lumen, indicating torsion had contributed to tip separation. The separated caravel tip approximately 5mm long was located on the guide wire at approximately 10mm from the wire tip. At approximately 6mm proximal to the wire tip, the spring coil was unwound so that the loose coil entangled the distal part of the separated caravel tip. The spring coil itself was not fractured. Microscopic observation on the separated caravel tip found that the tip was significantly twisted and therefore deformed. Multiple dents were observed on the mid part of the tip, inferring the tip had contacted something hard and edgy object. Helical cracks were observed at the proximal part of the tip, suggesting that the tip was eventually torn off by tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation had most likely contributed to the observed separation of the caravel tip. The applied stress would localize and therefore exceed the product design limit when the tip was caught and restricted its movement by the existing stent or cto, making the tip to be twisted off and stuck on the concomitant guide wire as well as loosening the coil of the guide wire. It was concluded that this event was not attributed to product quality. Snaring the tip was a remedial action. Tip damage observed on the returned caravel was too severe to rule out a possibility that some polymer fragment(s) of the tip could be left in the patient. Instructions for use (IFU) states: contraindications do not use this microcatheter in advanced calcified lesion. Warnings do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel. Malfunctions and adverse effects separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter became detached during a percutaneous coronary intervention to treat a heavily calcified, in-stent chronic total occlusion in the right coronary artery (rca) segment #1. The microcatheter was used to support an asahi gaia next 3 guide wire in attempts to cross the cto. During manipulation of the guide wire, the caravel tip became trapped by the stent. When removed, the caravel tip detached from the shaft. A snare was used to retrieve the separated tip. New devices were replaced to resume the procedure. Plain old balloon angioplasty (poba) was performed at the lesion and blood flow was successfully reestablished. There were no adverse patient effects associated with this event.